Event description:
As reported by (B)(4) study, the patient experienced in-stent restenosis of a previously implanted cypher stent. Approximately two months after the index procedure, the patient experienced a syncopal episode. The target lesions were located in the first diagonal and distal circumflex. The target lesion in the first diagonal was described as 80% stenosed, 12mm in length, non-thrombosed, with no calcification. The reference vessel was non-tortuous and 2.5mm in diameter. A 2.5x18mm cypher stent was successfully implanted 16atms. Pre and post-dilation were not performed. Pre and post-procedure timi flow was 3. The target lesion located in the distal circumflex was an in-stent restenosis of a previously implanted cypher stent. The lesion was described as 12mm in length. The reference vessel was 2.5mm in diameter. Post-procedure stenosis was 0%. Post-procedure timi flow was 0%. Treatment for the in-stent restenosis included balloon angioplasty. No stent was implanted. Approximately two months after the index procedure, the patient experienced a syncopal episode and was admitted for evaluation. According to the investigator, the syncopal episode was not related to cordis product.

Manufacturer narrative:
The evaluation codes have been included. Pre-procedure stenosis was 80%. Pre and post-procedure timi flow was 3. Three months after the index procedure, the patient had balloon angioplasty for a lesion in the distal circumflex. The event resolved without sequelae. According to the investigator, the event was probably related to cordis product. A patient from the (b)(40 study experienced in-stent restenosis of a previously implanted cypher stent. The patient was included in the study to treat a lesion in the first diagonal branch with the implantation of a 2.5x18mm cypher stent. During the index procedure, treatment of an isr of a previously implanted unknown cypher in the distal circumflex was also conducted. The in-stent restenosis (isr) was treated with balloon dilation only. Approximately 3 months later, the patient had a follow-up angiogram and treatment of the mid circumflex was conducted with balloon angioplasty. According to the investigator, the event was probably related to cordis product. Multiple attempts were made to retrieve more information regarding the unknown cypher stent, however information was not available. Past medical history that may have increased this patient's risk for major adverse cardiac events (mace) includes history of angina, prior percutaneous coronary intervention, coronary artery bypass graft surgery, previous smoker, hyperlipidaemia, hypertension, type 2 diabetes mellitus, allergies to penicillin and morphine, migraines, anxiety, back pain, gastroesophageal reflux disease, and sinusitis. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient factors (specifically diabetes and extensive coronary artery disease) that may have contributed to this patient's restenotic event.

Manufacturer narrative:
The product is not available for evaluation. Concomitant devices were unknown. The catalog code (cypher) represents an unknown cypher sirolimus eluting coronary stent. The catalog and lot numbers for the actual products used in the procedure are unknown. An investigation is in process to retrieve this information. Additional information will be submitted within 30 days of receipt.